Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. The emboshield nav6 ((B)(4), unk) referenced is being reported under a separate medwatch report number.

Event description:
It was reported that during stent post-dilatation in the heavily stenosed and heavily calcified internal carotid artery, the rx viatrac 14 plus balloon ruptured when inflated to 14 atmospheres. During balloon catheter removal, resistance was met and the delivery catheter could not be pulled into the introducer sheath. The balloon detached, remaining on the barewire, and the remainder of the catheter was removed. Due to balloon material on the filter wire, the filter recovery catheter could not be used to remove the filter. Despite the use of buddy wires and other catheters, the balloon could not be retrieved from the guide wire. Therefore, the introducer sheath and filter were pulled down into the aorta and the sheath was exchanged for a larger 8 fr sheath. The filter, wire and balloon were pulled into the 8 fr sheath and were completely removed from the anatomy. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: because the product was not returned for evaluation, it was not possible to perform a thorough analysis, which may have aided in determining a cause for the reported rupture. However, balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion site was described as heavily stenosed and heavily calcified, which likely contributed to the reported rupture. Furthermore, since there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. In this case, resistance was met and the delivery catheter could not be pulled into the introducer sheath likely due to the material from the balloon rupture. This caused the balloon material to separate and remain on the guide wire. As a result introducer sheath and filter had to be pulled down into the aorta and additional treatment was needed by exchanging for a larger 8 fr sheath to retrieve the filter and separated portion of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported difficulties could not be determined.